Event description:
It was reported that the guardians had started a complete hearing loss about a week ago. Head trauma was denied by guardians. Problems of outer devices were excluded. Testing showed that all channels except for channel 6 are in status hi. Scull x-ray showed no visible abnormality.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.